Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation of the device under magnification revealed no anomalies on the active tip. There was tissue debris and light corrosion on the electrode indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated nonconformance to the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Defective distal end. The coagulation was working properly but the ablate mode did not work. A 2nd electrode of another lot was used to perform the procedure but the same issue occurred. A third device was used. No patient consequence. The following additional information was received via e-mail from the affiliate on 12-4-2015: there was no surgical delay. Our affiliate reported that the customer notified them on (B)(6) 2016 that the 2 sparking electrodes mentioned in (B)(4) were the 2 devices reported in (B)(4). The procedure was stopped and rescheduled. See associated medwatch #'s 1221934-2015-10142 and 1221934-2016-10218.